Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6), (B)(6) hospital (B)(6) 2018. Re revision for recurrent infection and patella instability due to baja. Original operation 2015 (non depuy prosthesis). Two stage revision completed on (B)(6) 2018. Secondary issue of patella instability and patella baja. Has a reinfection and 2 x washouts. Now removing components again on (B)(6) 2018 for 1st stage revision again. Will most likely come back in a few months and fuse the knee. Patient aged (B)(6) years.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: evaluation of the returned device was unable to identify any product contribution to the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: product code 150440108, lot number h44062. Device history review: the DHR review did not identify any deviations or anomalies associated with the reported event if information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.